Event description:
It was reported that the patient's left ventricular (lv) lead had diaphragmatic stimulation. The lv lead was partially removed andthe remainder capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products d224trk implantable cardioverter defibrillator (ICD) 2009-(B)(6); 6947 implantable tachy lead 2009-(B)(6); 5076 implantable pacing lead 2009-(B)(6). (B)(4).